Manufacturer narrative:
Updated data: b5 - event description b7 - relevant history continuation of d10: product ID gwbc30; product lot/serial number na; product type: guidewire; implant date na; explant date na. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant, the right femoral artery was used for access. A medtronic confida guidewire was used during the procedure. During the valve implant, the transcatheter bioprosthetic valve was implanted into the native annulus using cusp-overlap technique (cot) following slow deployment of the valve. Multiple dislodgements were reported prior to the valve being released. The delivery catheter system (dcs) nose cone was centered withing the valve frame prior to being withdrawn. It was noted that the patient anatomy was not normal and the native valve was a sievers 0 bicuspid valve. Per the physician, the cause of the dislodgement was unclear as they were unsure if the anatomy or nosecone contributed to the dislodgement.

Event description:
Additional information was received that presumably the sievers type 0 bicuspid anatomy contributed to the event. It was noted that the anatomy on the computed tomography (CT) scan seemed unlike most bicuspid anatomies which was the reason the team sent the CT scan to imaging services for workup. In addition, the team reported that they have done other sievers type 0 anatomies and the patient¿s anatomy just seemed different, but the team do not have a great explanation and the implanting physician cannot explain it either. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: h6. Fdd/annex a code a150203 was omitted from this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0011936539); product type: 0195-heart valves. Product ID evolutfx-26 (serial number: (B)(6)); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, inside a patient with a silvers 0 bi cuspid valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) non-medtronic balloon. After multiple recaptures, the valve was implanted at a depth of approximately -2 mm on the non-coronary cusp (ncc) and -3 mm on the left coronary cusp (lcc). Upon withdrawing the delivery catheter system (dcs), the valve subsequently dislodged into the ascending aorta. It was noted that it was difficult to know if the dcs caused the dislodge, or if the valve dislodged on its own. It was further reported that the patient's anatomy was challenging. The valve was snared, and a second system was attempted, but the second valve could not be delivered through the first dislodged valve in the ascending aorta. A decision was made to implant a non-medtronic transcatheter valve. The non-medtronic valve was implanted successfully. The patient was reported as doing well. No additional adverse patient effects were reported.